Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead reported two out of range shocking impedance measurements greater than 125 ohms. One of the out of range measurements occurred on (B)(6), 2009 and the other was on (B)(6), 2009. This information was received on (B)(6),2009 when the patient performed a latitude download. The most recent measurement was 98 ohms on (B)(6), 2009. Additional information received from the local area sales representative indicated that the latest measurements have been fine. A plan to continue to monitor the lead has been made. To date, there have been no adverse patient effects reported. New information received indicates that this lead exhibited another high out of range shock impedance. The patient continues to be monitored.